Manufacturer narrative:
The customer reported the power supply was replaced, which solved the batteries were not charging problem, and placed into run in. Testing passed and the unit was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit would not run on battery power, batteries not charging. The customer reported there was no patient involvement.